Manufacturer narrative:
(B)(4). Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Pump received with cracked belt clip slot, and cracked reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm every few minutes. Customer stated that the insulin was leaked inside the insulin pump. Customer stated that the drive support cap was normal. Customer was able to clear the alarm and able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.